Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('unbearable pelvic pain') and bladder neoplasm ('bladder tumor') in a female patient who had essure (batch no. Unk) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included penicillin allergy (fatal allergic reaction). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), salpingitis ("infection in fallopian tubes"), inflammation ("pet fibers causing severe inflammation"), noninfective oophoritis ("inflammation of left ovary"), ovarian cyst ("ovary cyst, one with 5 cm"), muscle spasms ("pelvic floor muscle constant spasms"), vaginal infection ("vaginitis"), haematuria ("bleeding in urine"), hypersensitivity ("allergic reaction"), confusional state ("confusion") and irritability ("irritability"), was found to have a pregnancy with contraceptive device ("pregnancy with intrauterine device") and was found to have bladder neoplasm (seriousness criterion medically significant) and heart rate increased ("heart rate high"). At the time of the report, the muscle spasms outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered bladder neoplasm, confusional state, haematuria, heart rate increased, hypersensitivity, inflammation, irritability, muscle spasms, noninfective oophoritis, ovarian cyst, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, salpingitis and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: pelvic inflammatory disease, pelvic pain, infection, inflammation, noninfective oophoritis, ovarian cyst, muscle spasms, vaginal infection, haematuria, hypersensitivity, confusional state and irritability quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) -2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('unbearable pelvic pain') and bladder neoplasm ('bladder tumor') in a female patient who had essure (batch no. Unk) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included penicillin allergy (fatal allergic reaction). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), salpingitis ("infection in fallopian tubes"), inflammation ("pet fibers causing severe inflammation"), noninfective oophoritis ("inflammation of left ovary"), ovarian cyst ("ovary cyst, one with 5 cm"), muscle spasms ("pelvic floor muscle constant spasms"), vaginal infection ("vaginitis"), haematuria ("bleeding in urine"), hypersensitivity ("allergic reaction"), confusional state ("confusion") and irritability ("irritability"), was found to have a pregnancy with contraceptive device ("pregnancy with intrauterine device") and was found to have bladder neoplasm (seriousness criterion medically significant) and heart rate increased ("heart rate high"). At the time of the report, the muscle spasms outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered bladder neoplasm, confusional state, haematuria, heart rate increased, hypersensitivity, inflammation, irritability, muscle spasms, noninfective oophoritis, ovarian cyst, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, salpingitis and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: pelvic inflammatory disease, pelvic pain, infection, inflammation, noninfective oophoritis, ovarian cyst, muscle spasms, vaginal infection, haematuria, hypersensitivity, confusional state and irritability quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.